Manufacturer narrative:
Unit had broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the broken retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir compartment was chipped however the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.